Event description:
The trilogy ev300 was evaluated by a philips field service engineer and during evaluation, the device failed testing for active exhalation verification: s(+) p(+): pilot: reading. There was no patient involvement, and no harm or injury reported. The active exhalation 3-way solenoid and proportional valves required replacement to address the issue. The device passed re-testing after replacement of the aforementioned components. The device was returned to use without restriction after final test passed.